Event description:
The customer reported that the probe was bent on the ortho provue analyzer and leaked fluid over the dilution cup causing it to overflow during testing. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the probe was bent. Replacement of the appropriate components has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.